Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced severe low blood glucose level. Customer blood glucose value was unknown at the time of the incident. Customer stated that insulin pump suspended delivery due to severe low blood glucose and needed assistance due to severe low blood glucose. Customer was nocturnal hypoglycemia and emergency visit due to unexplained high blood glucose and blood glucose will drop very quickly. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.